Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid, fentanyl and clonidine via an implantable pump for spinal pain. It was reported that the reason for the call was the patient reported the personal therapy manager (ptm) was taking a long time to connect to the implant since a few months ago. The patient stated they were getting service code 338 and they had to restart the application every time they needed to bolus. The patient stated the communicator took a long time to find the pump and they kept moving the communicator around. The patient stated they see a physician assistant (name provided) at a health care provider (hcp) office. Patient services asked the patient to clear the data on the handset. Patient services assisted the patient with resetting the handset and communicator, after resetting, the handset connected to the pump but the screen showed message to resync and the patient had to resync again. The agent asked the patient to turn off the handset and communicator again. The troubleshooting steps that were taken on the call did not resolve the issue. A request was sent to the repair department to replace the communicator and handset.